Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed the connector of a groshong catheter inserted into a patient. What appears to be a drop of white liquid was observed on the extension tubing, suggesting a leak within the extension leg; however, no details of the apparent damage could be discerned due to the quality of the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during the patient's stay in the hospital, it was discovered during medication that there was leakage from the extension tubing. No other information was provided .